Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. - the air/water/instrument channel connector of the reprocessing basin of the subject device was broken due to stress applied repeatedly due to handling etc. - only one of the lock levers on the connecting tube did not fit perfectly to the air/water/instrument channel connector, which increased the load and the air/water/instrument channel connector was broken.

Manufacturer narrative:
The local service engineer repaired the subject device at the facility. The subject air/water/instrument channel connector was disposed. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the air/water/instrument channel connector of the reprocessing basin of the subject device was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.